Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during setup, the waterline connection of the oxygenator would not connect to the quick disconnect. The customer was eventually able to make the connection. No pt impact as this event occurred during setup. Product was not changed out. Surgery was successfully completed.

Manufacturer narrative:
The returned coupler ports were visually inspected, and no anomalies were observed. The ports were measured with a digital caliper and found to be within spec. The returned coupler ports were connected to the returned connect fitting. Although the connection was more difficult that normal, the returned parts were successfully paired. The returned ports were then connected to a factory retained quick connect fitting, and the connection was easily made. A review of the device history record revealed no indication of production related anomalies. The returned water ports were determined to be within spec; therefore, this event was not confirmed. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.